Event description:
The neurosurgeon reported the patient had a device whose battery expired. The hcp "believes that the device fulfilled it's expected battery longevity and did not expire prematurely." The patient was admitted to the emergency department unable to speak and dystonic. Their wild dystonic movement meant that pt tore their face to pieces and pt was wrpmg;u doagmpsed as status epilepticus. It was some time before the truth was discovered during which time pt developed severe infections after a battery replacement and dying after several months in intensive care through renal failure." The coroner reported the cause of death as renal failure, septicemia, and dystonia.